Event description:
A customer reported experiencing a power source alert 07 while using the tandem charging cable and wall adapter. There was no reported impact to the customer's blood glucose level, as the customer declined to provide specific details. The situation was resolved after the customer left the wall adapter plugged into a working outlet for at least 30 consecutive minutes, which resulted in the pump beginning to charge, and no further assistance was required.